Event description:
It was reported to philips that the echo navigator display failed due to a power supply issue on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service planned a power supply replacement to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).